Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour occurred for the g6 receiver. Data was provided for investigation. The problem was confirmed for g6 ios app. The probable cause was the transmitter and app were unable to establish a connection.